Event description:
The audio processor rondo 2 was not working. The magnet would not come out due to pressure and was forced apart. Preliminary device investigation showed a broken housing and leaking battery.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor, a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and oxidized a few parts. The damage to the coil and the rechargeable battery inside was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.

Event description:
The audio processor rondo 2 was not working. The magnet would not come out due to pressure and was forced apart. Preliminary device investigation showed a broken housing and leaking battery.